Event description:
It was reported patient presented to the clinic for follow-up. Review of the data strips showed noise on the lead after ventricular paced events. The noise was reproduced on real time strips while pacing in the ventricle. The lead was later extracted successfully and replaced without issue. Visual inspection of the lead between distal tip and distal ring showed an unusual bend in that area. The patient was well before, during and after the procedure.

Manufacturer narrative:
A fracture of the conductor inner coil was noted at the distal region, where all eight filars were fractured. This fracture is consistent with the observation from the field of noise and bent lead.